Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the jaw of the cev392g24 bipolar forceps cev392g24 24cm gayet was broken. Additional information was requested but the customer informed that there was no more information to be provided about the case.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint were observed. The forcep cev392g24 was returned for evaluation: failure analysis:the evaluation verified the complaint as valid. The forceps were broken, one of the jaws is missing. The fragment was not returned. No other damages were observed. Root cause the root cause cannot be determined. The breakage may be due to bad handling, a material defect or the finishing operations which can weaken the product.

Event description:
N/a.